Event description:
A report was received that the pt underwent a pocket revision because the pocket was too shallow causing charging difficulty. The physician, during the revision, decided to replace the ipg due to preference as there was nothing wrong with the device. The pt was reportedly doing fine after the revision procedure.